Event description:
It was reported that the ventilator failed the internal leakage, the flow transducer, the pressure transducer and the safety valve tests during pre-use check. It was also reported that air gas module was not delivering any gas. There was no pt involvement. (B)(4).